Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for non-malignant pain. It was reported that the spinal cord stimulator (scs) doesn't work real well to reduce his pain. It has never been able to provide noticeable pain relief since being implanted. The trial seemed to work to help his pain, but the permanent system has not. Patient has made programming adjustments and has been reprogrammed by a manufacturer rep, but it has not helped his target pain. Patient spoke with rep multiple times over the first six months after implant. Patient was implanted with scs to relieve his pain from the upper right leg below the groin and down his leg. Patient reported that it felt like there is an ice pick under the balls and someone's just slamming it in there, which makes it uncomfortable and painful to sit down. Patient also reported that standing makes his back sore. Patient just lays down most of the time because of this. Patient can feel stimulation, but the vibration actually makes the pain worse. Chang es in humidity affect patient's pain. More humidity seems to make it worse. Patient feels like he needs different settings to help with each climate change. Patient has spoken with both hcp and rep, but they are not sure what to do. Patient stated that they may consult with another hcp for second opinion. Patient also requested MRI guidelines and instructions. The patient reported that they had brachnoiditis and intense pain in his right groin going down his right thigh, the pain continues to increase. The patient reported that he had the device since spring 2016. The patient reported that he had several conversations with a manufacturer¿s representative (rep) and he had given him multiple settings to try. The patient reported that they more he turned up the device, the more it seemed to agitate where he hurt the most. The patient reported that he had not been to get any ¿noticeable¿ pain relief. The patient reported that his pain had increased over the past year. The patient reported that the rep told him there was nothing else he could do, it was possible that the device was helping but he felt no pain relief. It was reported that the patient had the whole system removed 6 months ago because they didn't feel like it did them much good. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that any pain relief provided was minimal (at best) if it helps at all. Patient tried all settings and never felt any significant pain relief over 2 years. The device was removed last spring by the hcp. Patient left the device with the doctor and the manufacture technician. Patient's weight at the time of the event was (B)(4) lbs. No further complications were reported/anticipated.